Manufacturer narrative:
5/30/97- supplemental report #1 submitted to FDA. It has come to co's attention that this MFR #1219930-1997-825 is a duplicate submission and was previously reported under MFR report #1219930-1997-508. Please disregard this submission (MFR report #1219930-1997-825) and refer to MFR report #1219930-1997-508 for all info pretaining to the event.

Event description:
During an unspecified procedure, the staples were missing. The hospital reported that no patient injury had occurred.